Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 9fr hickman d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter crack and leak, as a diagonal partial break was noted approximately 13.5 cm from the distal end of the y-body. Under microscopic observation the proximal surface of the diagonal partial break was noted to be jagged in one region and smooth in another. The distal surface of the diagonal partial break was observed to be smooth and both the edges of partial diagonal break appeared to be smooth. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 9f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 9f products are identified in d2 and g4. H10: d4 (expiry date: 10/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the catheter allegedly had leak. It was further reported that when the device was removed for visual inspection, a crack was noted on the side. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported catheter crack and fluid leak. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 9f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 9f products are identified in d2 and g4. H10: d4 (expiry date: 10/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during the procedure, the catheter allegedly had leak. It was further reported that when the device was removed for visual inspection, a crack was noted on the side. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during the procedure, the catheter allegedly had leak. It was further reported that when the device was removed for visual inspection, a crack was noted on the side. There was no reported patient injury.